Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation. A review of the complaint history, device history record, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One damaged wire guide was returned for investigation. The wire guide was returned still within the spiral wire guide holder. The damaged portion of the device was observed on the portion sticking out from the holder. The safety wire was separated and sticking out from the portion of the wire guide that was damaged. Dimensional analysis confirmed there is no evidence to suggest the device was not manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files were also reviewed. The risks associated with these devices are acceptable when weighed against the benefits. The device history record for the complaint lot and safety wire subassembly lot revealed no related nonconformances. A database search revealed no other complaints have been reported for the complaint device lot. There is no evidence to suggest there are any nonconforming products in house or out in the field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Procode: dqx. Occupation: unknown. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an amplatz extra stiff support wire guide was found damaged upon taking it out of the package. The device was found to be unraveled. The device was not used for a procedure and did not make patient contact.